Manufacturer narrative:
(B)(4).

Event description:
It was reported the pt experienced a loss of therapeutic effect. It was stated the pt's device started "turning on and off" about "two weeks ago" and it was "getting more frequent." It was stated the device needed to be turned on "three or four times a day." The pt also experienced a "surging sensation" in the shoulder and lumbar regions. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.